Manufacturer narrative:
Additional information: the great saphenous vein was the vein treated. A total of 1.5cc of glue was used to treat 50cm of vein. The catheter tip was placed 5cm from the sapheno-femoral junction prior to initial delivery of adhesive. The rash has now been reported as resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal as per IFU with no issues noted. The procedure was completed successfully with vein closure. It was reported the patient presented with a hypersensitivity rash post procedure. The patient was prescribed medrol dose pack (steroid).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.